Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
It was reported that the ventilator would not power on or enter service mode. Reportedly, the lights flash, but there was no actual start up. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. Review of the device diagnostic report (drpt) error codes indicated 5 volts supply failure, primary alarm failure, oxygen not available, proximal pressure line disconnection, low inspiratory pressure and low supply pressure. The se replaced the power management (pm) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.